Event description:
In 5/2002, pt underwnt gastric bypass procedure. At one year post-op, pt presented with pain and nausea (common symptoms following gastric bypass surgery). Pt underwent exploratory endoscopy in which surgeon visualized peri-strips dry inside the gastric pouch, a migration of the implanted strip. There was no report of surgical intervention to address migration of the device.